Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported ending in the hospital a month ago with high blood glucose of 400mg/dl and was without eating or drinking. The caller stated that the cannula was really bent. The customer is comfortable with the insertion and no issue since. No further information was provided.